Manufacturer narrative:
(B)(4).

Event description:
It was reported pt experienced nausea, vomiting and decrease in blood pressure. The pump was stopped yesterday. Company rep was concerned about pump alarming. It was stated pt had a reaction to morphine sulfate (ms). It was noted physician did not have privileges at the hospital and removal of system contents were discussed. At the time of this event, no further details were reported. Additional information was requested and will be provided when available.